Event description:
During a surgical procedure, the tip of the inner sheath fell into the pt. The tip was recovered from the pt with no pt harm. The surgery was continued with another like device. The procedure was completed with no further incidents.

Manufacturer narrative:
Customer complaint is confirmed. The ceramic tip is broken off at the tube. The balance of the tip is still glued into the distal end of the tube. The release button is broken off. The tube has a few minor dents down the shaft. Conclusion - damage due to customer mishandling.